Event description:
A patient reported experiencing inaccurate high results with otp meter. The patient's blood glucose results were 216 mg/dl vs. 173 lab. Tests were done within 10 minutes with a difference of 40%. Patient did not experience any adverse events. No further information has been reported.